Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4). All 40 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 40 </noe> malfunction events which are associated with problems introducing or inserting the device, even if the user is operating the device in accordance with the instructions for use or labeling. These reports were received from various sources. Patient information was not confirmed for 40 events.